Event description:
It was reported that the colonovideoscope had full screen becomes noised. The issue occurred during maintenance. There were no reports of patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. However, based on the investigation results, it is presumed the likely cause of the image noise is due to poor scope connector contact. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.